Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary : as reported, during a urinary stone removal procedure, two ngage nitinol stone extractors experienced issues with the baskets not opening/closing. The stones were being removed from the renal ureter, transurethrally. Both devices were inspected for damage prior to use and no issues were noted. Both devices were tested in the uncoiled position prior to use. The basket on one of the devices did not operate smoothly and stopped working after a "few" uses. There was nothing with the patient¿s anatomy keeping the basket from opening or closing. The other device, the basket did not function at all and the device was not used. A third device from the same lot was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation ¿ evaluation: a document-based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection and functional test of the device were conducted. Two devices were returned to cook for evaluation in open packaging. No damage was noted with either device. Device 1: a functional test found the basket did not function. The handle was removed from the basket assembly and the basket was able to be manually functioned. When the handle was reassembled, the basket did not function. Device 2: a functional test found the basket did not function. The handle was removed from basket assembly and the basket could not be manually functioned. The product specification for the a ngage nitinol stone extractor nge-022115 was reviewed, and all extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found no non-conformances related to the reported failure mode. A lot history search found five complaints had been reported for this lot. All were for related issues. Based on the investigation of the returned devices, the issue was identified as being with the basket assembly, which is a supplied component. A scar (supplier corrective action request) and CAPA (corrective and preventative action) were created to address the issue. The cause for the issue has not yet been determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a urinary stone removal procedure, two ngage nitinol stone extractors experienced issues with the baskets not opening/closing. The stones were being removed from the renal ureter, transurethrally. Both devices were inspected for damage prior to use and no issues were noted. Both devices were tested in the uncoiled position prior to use. The basket on one of the devices did not operate smoothly and stopped working after a "few" uses. There was nothing with the patient¿s anatomy keeping the basket from opening or closing. The other device, the basket did not function at all and the device was not used. A third device from the same lot was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
PMA/510k #¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.